Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. Reportedly, occlusion alarm occurred with multiple sets of supplies. Review of use techniques for infusion set and cartridges indicated that intrusion for use were followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found multiple occlusion warnings. Using the returned battery cap and a test cartridge cap the pump powered up and functioned properly. No tactile issue was observed with the buttons. The force sensor calibration reading was within specifications. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The reported occlusion issue was verified in the black box but not duplicated in the investigation.